Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited untreated event. Upon review, it was noted that intermittent oversensing myopotential noise. Reprogramming options were recommended and continue to monitor. Additional information received indicates that this s-ICD system delivered an inappropriate electric shock as a result of the oversensing and noise. Low amplitude was also noted. Reprogramming options were performed. Currently, this s-ICD remains in service and no adverse patient effects were reported.